Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Correction: b3 additional information added to field h6, and h3. The device was returned to olympus for inspection, and the customer's reportable malfunction was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation and the information provided, it was presumed that the event occurred due to faulty printed circuit board. However, the definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the monitor had an intermittent image. The issue occurred during an unspecified diagnostic procedure. The procedure was initially cancelled, however the procedure was completed later as expected. The patient was not under anesthesia. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.